Event description:
This is a spontaneous case report received from a medical doctor in united states on 11-aug-2015 which refers to an adult (>=18y & <65y) female patient who had essure (fallopian tube occlusion insert) inserted in 2014. On an unspecified date the patient experienced bleeding and hcp (health care professional) removed both devices via hysteroscopy with graspers in the operating room on (B)(6) 2015. The patient did not have her hsg test done. Product technical complaint investigation and final assessment were received on 20-aug-2015: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The ae case refers also to a treatment noncompliance. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced bleeding. This event, regarded as genital bleeding, is serious due to medical importance and listed in the reference safety information for essure. In this case, patient did not have her hsg test done. She had both devices removed via hysteroscopy with graspers. Considering the event's nature, a causal relationship between this event and suspect insert cannot be excluded. Due to surgical intervention performed, this case was regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Further information is being sought.

Manufacturer narrative:
Follow up information received on 23-sep-2015: physician confirmed that this was the only patient that she removed the essure for. No new clinical information. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced bleeding. This event, regarded as genital bleeding, is serious due to medical importance and listed in the reference safety information for essure. In this case, patient did not have her hsg test done. She had both devices removed via hysteroscopy with graspers. Considering the event's nature, a causal relationship between this event and suspect insert cannot be excluded. Due to surgical intervention performed, this case was regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit.